Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to issue. Blood glucose level remained unaffected, not exceeding 500 mg/dl. Technical support assisted caller with resetting pump, and malfunction code did not recur post-reset. Customer was advised to continue using pump and contact support if issue reoccurs.